Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
This report is being filed due to recurrent mitral regurgitation. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with functional mitral regurgitation (mr) grade 4+, with leaflet tethering. One mitraclip was implanted, reducing the mr to grade 2+. On (B)(6) 2022, recurrent mr to moderate/severe was noted. Centrally directed jet, lateral to the clip was observed. Reportedly, there was no treatment, no additional intervention, and no hospitalization. The recurrent mr was assessed as device related. There was no device malfunction, and no device related tissue injury reported. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported recurrent mitral regurgitation (mr). Mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the recurrent mr. There is no indication of a product issue with respect to manufacture, design, or labeling.na.